Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got his insulin pump wet and now needs a replacement insulin pump. Assistance was provided, but call was lost. Customer was called back, but call was unsuccessful. No additional information provided.